Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.;

Event description:
It was reported that this pacemaker was repositioned due to migration. The device remains in service. No additional adverse patient effects were reported.